Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of patient's right knee due to aseptic loosening of tibial component on (B)(6) 2013. In reporting revision of patient's right knee on (B)(6) 2018, rep supplied an operative report which indicated patient's right knee was revised (B)(6) 2013 for aseptic loosening of the tibial component. The primary construct is described as a hinged knee implanted in 1996 following loosening of her prior total knee replacement. Operative report states "the proximal tibia was found to be grossly well fixed...the bone-cement interface was interrupted. The tibial insert and bushings, along with the modular rotating hinged knee axle were removed; and, an inserter was placed on to the femoral component. We used the slap-hammer and it [tibial component] was easily removed with minimal bone loss...". Procedure was performed in another facility not covered by the rep.